Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal during use which caused an unk amount of bleeding. The site contact did not know if end tones, indicating a complete seal cycle, were heard. The surgeon used manual suturing to complete the case. The pt is reported as being in stable condition.